Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation but does not reflect the alleged device or alleged issue. Confirmation of the loss of connection could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that loss of connection was reported. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the problem and root cause could not be determined. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. There was no log available to download. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.